Event description:
It was reported that upon starting the system for a medial uka procedure the anspach foot pedal would not connect. Upon completion of looking for breaks in the cable,it was checked the pins in the connector. One pin was visibly bent. With a patient already on the table, it was attempted to manipulate the pin back to a working position. The pin broke during this process and the case had to move to a manual procedure. It is unknown how long was the procedure delayed. No harm to the patient. Investigation results showed that the bent pin is caused by trying to insert the anspach foot pedal connector into the navio system foot pedal receptacle.

Manufacturer narrative:
H10 h3, h6: the device, used for treatment, was returned for investigation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events, this issue will continue to be monitored. The navio tka user's manual released at the time of the complaint provides detailed instructions for use of the anspach foot pedal the user's manual provides instruction on how to perform the drill test prior to using the anspach surgical drill and foot pedal. This is a test performed by admin users that will test speed control capabilities of the drill and will log information regarding successful completion or error encountered during the tests. The software will verify that the navio¿ handpiece, drill handpiece, and drill foot control connections are functional. When all components are connected, the system will go into speed control mode so that the user can operate the drill with the drill foot control. This failure is an identified failure mode within the risk file. The relationship of the device and the reported event has been established. Visual inspection of the pins for the anspach foot pedal, with label (anspach foot control) confirmed that one pin had been broken off. The malfunction is likely due to the user previously bending the pin while attempting to plug in the anspach foot pedal into the connector for the bbt foot pedal. The anspach foot pedal has 6 pins and the bbt foot pedal has 5 pins, and therefore inserting the incorrect connector would result in pin damage. The root cause was established to be user error